Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received for investigation. A visual inspection found a damaged dso seal. During the functional testing, the accuracy test failed due to the defective expulsor. The dso seal was replaced and the expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent in for repair. The date of the event is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.